Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer (fse) spoke to the robotics coordinator and they stated the surgeon would frequently clutch and rotate the camera after targeting to view the field. The fse explained the image can become inverted when the orientation is manually changed. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause is attributed to the surgeon clutching and manually rotating the camera after targeting, which changes the camera's orientation and results in an inverted image.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported the surgeon contacted to report the image was inverted and the surgeon was frustrated. The tse explained how to resolve the issue. The tse recommended the staff contact technical support when encountering the issue for immediate troubleshooting support. The procedure was completing as planned with no reported injury.